Manufacturer narrative:
Unit passed displacement test and self test. However, unit failed sleep current measurement, active current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump had low battery. The customer tried different batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.